Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber connector was detached and fragmented into many pieces, thus confirming the reported event. The fiber body break likely occurred due to procedural handling or setup conditions during device preparation or use. It is possible that a partial break or kink developed during these stages, and when the fiber was fired, the existing damage led to a complete break. According to the device instructions for use: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber was not recognized by the console. The procedure was completed with another fiber without patient complications. The fiber was received and was noticed that the fiber connector was detached and broken.

Event description:
It was reported that during a procedure, the fiber was not recognized by the console. The procedure was completed with another fiber without patient complications. The fiber was received and was noticed that the fiber connector was detached and broken.